Event description:
Locking ring would not seat around insert. Had to remove insert and implant another. The new constrained insert ring would not engage. The locking tab from poly insert was removed to allow ring to engage.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. No other reports found against either lot in a search of the complaints databases. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Monitor through trending via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.